Event description:
Major pump unit(s) involved: blood pumpadditional text: vad-(B)(4)- electrical malfunction, direct cause unknownspecific component(s) involved: driveline malfunctionadditional text: presumed internal electrical/wiring malfunctionother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of pumpother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: driveline malfunction